Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out on an unk firing attempt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4): fired through lockout. Evaluation summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". A batch record review was performed and no anomalies were noted during the mfg process.